Event description:
During an acdf procedure, the surgeon used the extraction screwdriver to remove and replace a screw in a vectra plate. The tip of the screwdriver broke off deep inside the screw head. Surgeon noted that the tip of the screwdriver was flush with the screw head and was not removed.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as the product has been received and is just beginning the complaint process.